Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that he was hospitalized with low blood glucose. The customer stated that the meter was giving him readings over 600 mg/dl and he would take the amount of insulin that the insulin pump suggested bases on the liked meter. Customer's blood glucose dropped to 20 mg/dl; he treated with food. Current reading is 399 mg/dl. During troubleshooting; the customer stated that the drive support cap is recessed, the insulin pump passed the selftest and displacement test. Customer has the fill cannula set up to 7.9 units instead of 0.5 units. Customer stated that the insulin pump was exposed to an x ray. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.